Event description:
It was reported the video system center exhibited errors b30 (scope communication error) and e302 during preparation for use. This caused a delay however, patient was not yet in the room. Troubleshooting was done and error cleared on its own and the procedure was completed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and since the device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor the field performance of this device.